Event description:
The cardiologist attempted arteriotomy closure with prostar xl 8f device. Access was normal, good marking was obtained. The barrel was locked in the correct position. The handle was pulled and stalled after 3 inches; none of the needles presented. Fluoroscopy revealed three needles in the barrel. The coiled suture lumen covers were removed. Suture tails were pulled and the pull rod was backed down into the super backdown position. Three needles backed down, one needle, (medical) remained one cm distal to crimp ring. A vascular surgeon was called to the cath lab. He extended the dermatotomy by 2 inches, and removed the needle with a hemostat. The device was removed and a sheath introduced. The pt was transferred to the recovery until where the sheath was removed and manual compression applied. The pt did fine and was discharged the next day.